Manufacturer narrative:
The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. The instructions-for-use under baw2800548 revision 2 and baw2800424 rev. 2 (operators manual addendum) are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the lot number is unknown. Correction: g. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they had neonate that has been on therapy since the evening of (B)(6). They have an esophageal probe connected to the arctic sun device. The patient temperature was at target 33.5c but seems to be fluctuating randomly and dropping to 27.6c and then back up. Nurse stated the probe placement was good on xray. The nurse last night replaced the esophageal probe, and this seemed to fix the issue until about 2 hours ago. Confirmed with nurse they were occasionally receiving erratic temperature alarms. Had nurse flex temperature cable, patient temperature dropped to 33.1c and then back up to 33.6c. Suggested nurse try swapping the temperature cable, it seems it may be a short in the cable. Nurse stated they were going to swap it from another device. Suggested if biomed was still available, they can also check to see if they have extra cables to replace the cable on the other machine. Encouraged nurse to call back if they continue to have issues. Per follow up information received via task on 24feb2025, per review of event, bd representative successfully troubleshot the malfunction during the call. The event concluded with the device working and the patient on the trajectory for successful therapy completion.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they had neonate that has been on therapy since the evening of (B)(6). They have an esophageal probe connected to the arctic sun device. The patient temperature was at target 33.5c but seems to be fluctuating randomly and dropping to 27.6c and then back up. Nurse stated the probe placement was good on xray. The nurse last night replaced the esophageal probe, and this seemed to fix the issue until about 2 hours ago. Confirmed with nurse they were occasionally receiving erratic temperature alarms. Had nurse flex temperature cable, patient temperature dropped to 33.1c and then back up to 33.6c. Suggested nurse try swapping the temperature cable, it seems it may be a short in the cable. Nurse stated they were going to swap it from another device. Suggested if biomed was still available, they can also check to see if they have extra cables to replace the cable on the other machine. Encouraged nurse to call back if they continue to have issues.